Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer states the swival bar has a bolt that is stripped out. It keeps coming loose and will not stay tightened. The unit is making a noise, and the battery has to be charged 2-3 times per week.